Event description:
Patient was revised to address loosening of the tibia and femoral components. Moderate osteolysis and poly wear indicated intraoperatively.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause. No evidence was found that would suggest product error was a contributing factor. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.